Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine and hydromorphone (concentrations and doses unknown) via an implanted pump for non-malignant pain. It was reported the patient¿s first pump was implanted in 2018. It was noted the patient "never had any issues with that pump." It was reported the patient had a new pump implanted on (B)(6) 2024. It was reported, "immediately" after they started having problems. The patient was "dizzy, sweating, tasted medicine in my mouth, had cotton mouth and had a massive headache." It was also reported they never had issues with their first pump and they "know the signs of a pump leaking." The patient called the neurosurgeon "right away" but they "refused" to interrogate the pump. The patient then went to their new pain doctor and the doctor was "unable to read the pump." It was noted the last time the patient saw this doctor they were "sweating" because they were "in a lot of pain" and they were told they can't adjust the medication or do an "extra" bolus because if the pump was "leaking" adding more medication won't help." Therefore, the doctor gave the patient oral pain medication. It was reported the doctor was going to do a dye study on thursday. The patient was redirected to their healthcare provider to further address the issue. The patient also mentioned they have a neuro stimulator but did not mention any issues with device. It was reported after the surgery was the first time, the patient met the representative. The patient stated the representative "only seemed concerned about my neuro stimulator and how I should change to a medtronic stimulator" instead of asking how the surgery went and answering questions about the pump. It was noted the rep was present at the patient¿s appointment with the doctor and was very unprofessional as well. When the patient asked about the personal therapy manager (ptm), the representative stated he "didn't know one needed to be ordered." Additional information was received from the consumer on 2024-06-14 and they had a dye test scheduled for (B)(6) 2024, but the rep canceled ¿at the last minute¿ so it was rescheduled to next week. The patient reported they were in a lot of pain. Additional information was received from a consumer on 2024-06-13 indicated her pump might be leaking. It was reported that she was asked to go back to see the physician because her pump possibly was leaking. She was looking for the mdt rep she spoke to, but rep confirmed that he can¿t attend to the patient. Additional information was received from a consumer on (B)(6) 2024 and it was reported that the doctor did a dye test yesterday ((B)(6) 2024) and determined there was a leak in the catheter. The patient also mentioned the doctor had documented in their surgical notes they had "knicked" the catheter during surgery. Physician listings were requested.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6); implanted: (B)(6) 2024. Product type catheter product ID 8780 serial# (B)(6); implanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer (con) reported that the leaking catheter had "ruptured" inside the patient and the surgery would be redone. The patient additionally stated that the implant had been giving too much pain in the back and side.

Event description:
Additional information was from a healthcare provider (hcp) indicated that they were unable to read the pump due to infection in the pocket. The pump was removed on (B)(6) 2024 and antibiotic was given to the patient. There was no issue with the pump. There was no issue with the communicator. Outcome: the patient is doing well. The hospital has the possession of the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.